Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During femur surface burring. Burr caught tip of surgeons glove while she pressed trigger. No harm to surgeon, just caught glove. Case type: pka. Picture is not from during surgery - it shows us trying to replicate what may have happened. It looked like her glove was loose and got caught up by the burr as power was engaged.

Manufacturer narrative:
Reported event: mics, 6mm ball burr; during femur surface burring, burr caught tip of surgeons glove while she pressed trigger. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Device history review: not performed as the mics, 6mm ball burr is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding mics, 6mm ball burr; during femur surface burring, burr caught tip of surgeons glove while she pressed trigger failure of p/n: 110135, lot #: 17277027. There have been no other similar events for the referenced lot number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Event description:
During femur surface burring. Burr caught tip of surgeons glove while she pressed trigger. No harm to surgeon, just caught glove. Case type: pka. Picture is not from during surgery - it shows us trying to replicate what may have happened. It looked like her glove was loose and got caught up by the burr as power was engaged.